Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a patient with a 27mm 3300tfx aortic valve underwent a redo aortic valve replacement procedure after an implant duration of two (2) years, three (3) months due to unknown reasons. The explanted valve was replaced with a 25mm 11500a valve.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned via the implant patient registry that a patient with a 27mm 3300tfx aortic valve underwent a redo aortic valve replacement procedure after an implant duration of two (2) years, three (3) months due to mssa bacteremia av/mv endocarditis [2022-12668-01]. Tte showed prosthetic aortic and mitral valve vegetations. Intraoperatively it was noted that the valve was 50% dehisced from the annulus. The explanted valve was replaced with a 25mm 11500a valve with excellent seating and good clearance of the coronary ostia. A concomitant mvr was also performed with a 31mm magna ease valve. There were no complications. The patient was transferred to the ICU in a stable condition with an open chest having tolerated the procedure well. On pod #16, the patient returned to the or for chest closure. On pod #42, the patient underwent a post-operative tte which revealed severe paravalvular leak of the 25mm 11500a valve [2022-12668-02]. It was noted that the patient has been placed under consideration for intervention once he is more stable. The patient was discharged on pod #63 to a long-term acute care facility.